Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician had to re-initialize the subject pacemaker just after implant because the pacemaker was found in standby mode. The reason for the switch to standby mode was requested.